Manufacturer narrative:
The reported event of the atrial setscrew could not be tightened was not confirmed. Analysis revealed the atrial setscrew was removed from the device in the field and not returned for analysis. Without the setscrew no analysis of the problem can be performed.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the setscrew of the pacemaker could not be tightened. The pacemaker was not used. The patient was in stable condition throughout the procedure.